Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during configuration of ileosigmoid anastomosis, the closure of the mechanical suture (staple line) failed. A new device is used. The surgery was not delayed. Procedure was successfully completed. There were no patient consequences.